Event description:
Several operators have been injured when the 100ul size capillary tubes have broken when held beteen thumb and middle finger when mixing. No further info regarding type of injury or outcomes is available. The dates of the event are unknown.